Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that there was a sensor error message. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information received by ICU medical on 05-oct-2022 via email: further information is unknown. Customer couldn't track the stated problem to a particular patient.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection noted a broken screw inside the left plunger case. The functional test found a "check syringe plunger sensor" at power up. The root cause was found to be that the plunger board does not operate as intended. The plunger board was replaced. The plunger assembly was also replaced due to the physical damage and motor assembly was greased due to the loud motor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in october 2021 and there was no indication of a service issue during the investigation.